Manufacturer narrative:
The reported events of inability to interrogate, no pacing output, backup mode, and premature battery depletion were confirmed. As received, the device the device was in backup mode and unable to interrogate. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery voltage was found normal. Hybrid circuitry was tested, resulting in elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information noted that the pacemaker was found in backup vvi.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital experiencing bradycardia and had an altered mental status. During an interrogation attempt, it was noted that the pacemaker failed to be interrogated and had exhibited premature battery depletion causing failure to pace. The pacemaker was explanted and replaced. The patient was in stable condition afterwards.